Event description:
It was reported that the left ventricular lead could not be implanted due to a patient related issue. It was also noted that the coronary sinus was dissected. A new lead was implanted. No further information was reported.

Event description:
New information received noted that the dissection was caused by the boston scientific pt2 0.14 wire. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.